Event description:
It was reported that the insulin pump has a frozen display. Customer's blood glucose is high. No response from the buttons. After battery replacement, the insulin pump is still frozen and no advancement of time. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.